Manufacturer narrative:
Device used for treatment and not diagnosis. Medical record number: (B)(6). Shaft was not explanted, remains in patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported during a cranioplasty procedure two of the low profile neuro screw heads broke off during insertion. The screw shafts remain implanted. This is 2 of 2 reports for complaint (B)(4).